Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had a pump stop on the power module and once they switched to the battery the alarm stopped and the pump resumed normal function while on the battery. The pt states that they could feel the pump vibrating during the event but did not feel any symptoms and reported that the event occurred when waking up and getting out of bed. No prior events were reported by the pt. The pt presented to the clinic and the event log file was reviewed by the manufacturer's technical services which confirmed the pump stops reported. X-rays taken did not show any apparent percutaneous lead damage and no suspicious areas were found. It was also reported that the pt was admitted for an 23 hour observation. No further info is available at this time.

Manufacturer narrative:
The report of pump stoppages was confirmed based on the data recorded in the patient¿s system controller log file; however, a specific cause for the events could not be determined. The log file retrieved from the system controller contained approximately 20 hours of data during which time the events recorded included intermittent low speed and low flow hazard alarms, elevations in pump power and pulsatility index (pi) events, and pump stoppages. The events captured in the log file appeared to have occurred while the patient was supported with the power module (tethered support). A specific cause for the events could not conclusively be determined without a full evaluation of the lvad. The patient remains ongoing on lvad support and a specific cause for the reported event could not conclusively be determined without a full evaluation of the device. The device¿s instructions for use (IFU) however states that feelings of pump vibrations, high pump power associated with reduced pump speed, high pulsatility index and pump stoppages while connected to the power module can be indicative of a compromised percutaneous lead. The patient handbook contains a section on ¿caring for the percutaneous lead¿ and in addition, the device¿s approved labeling states that lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. A review of the pump device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.